Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25148146, 25148137 and 2514812 5 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The device was said to have not sealed the saphenous vein's tributaries adequately and some bleeding was present. The vein was said to have some burns, multiple branch avulsions and small holes that required suture repair. Several kits were used to complete this case as the devices were said to not be sealing as they should. The attempts to seal and divide the branches were done long time increments which appears to have activated the polyfuses. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The device was said to have not sealed the saphenous vein's tributaries adequately and some bleeding was present. The vein was said to have some burns, multiple branch avulsions and small holes that required suture repair. Several kits were used to complete this case as the devices were said to not be sealing as they should. The attempts to seal and divide the branches were done long time increments which appears to have activated the polyfuses. A replacement device was used to complete the procedure.